Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the event is unknown. The anatomy may have influenced the difficulty advancing the device through the catheter. Also the catheter flexible tip was 30 instead of the usual 15 which again may have an influence on the event.

Event description:
It was reported that during a pipeline flow diverter was selected to treat an unruptured fusiform aneurysm located in the middle cerebral artery. Right femoral access was obtained using a neuron max 6f 088 90 cm sheath, navien 072 115cm guide catheter, and phenom 27 microcatheter. The navien catheter was advanced to the petrous segment, and a penumbra 3 max c reperfusion catheter was required to further advance the navien catheter distally. During the procedure, the clinician noted that the device felt hard to push through the phenom 27 microcatheter, and resistance was encountered in the distal section of the catheter. The device tip was aligned with the catheter tip, but the catheter was positioned too low, and attempts to advance the system were unsuccessful. The device was withdrawn further into the phenom 27 and another attempt to advance was also unsuccessful. The system was removed, and upon ex vivo examination, the device appeared abnormal, twisted, and concertinaed. The pipeline had not been stuck, and there was no damage to the pushwire or catheter. Dual antiplatelet treatment was administered. The catheter was flushed continuously with heparanized saline. Angiographic imaging post procedure showed a good result. No patient complications have been reported as a result of this event. The aneurysm had a maximum diameter of 7.5 mm and there was moderate vessel tortuosity. The landing zone was 3.3mm both distal and proximal. The device was prepared according to the instructions for use.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0630-1s (lot: 231070657); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4):¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. The phenom 27 catheter used in this event was not returned. Therefore, any contributing factors from the phenom 27 catheter to the resistance could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not fully opened and damaged/twisted. The other end of the pipeline flex shield braid was found fully opened and damaged. In addition, the middle section was found to be not fully opened and twisted. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have resistance during delivery and braid twisted as pushwire was found to be damaged and the braid was twisted. The phenom 27 catheter used in this event was not returned for analysis. Therefore, any contributing factors could not be assessed. However, the root cause could not be determined. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. The phenom 27 catheter is compatible to use with pipeline flex, and the patient's vessel tortuosity was moderate. The catheter was flushed continuously with heparinized saline. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.